Event description:
It was reported that during the implant attempt, the physician noticed via fluoroscopy that the right atrial (ra) lead tip kinked when it was advanced into the vein. It was noted that the kink possibly occurred due to patient anatomy (stenosis). The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. All conductors were distorted. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. Visual analysis revealed the lead was damaged at implant.